Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va04fbp, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# va04v75, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient experienced a sensation just below the implantable neurostimulator (ins), over to the shoulder, and down the arm a little. The sensation started the day prior to report. The doctor turned stimulation off and the patient did not feel the sensation. It was noted that she had a fall six months ago, but had no issues until the day prior to report. Impedances were taken and measured c<(>&<)>8 3799, 8<(>&<)>11 4043, 8<(>&<)>9 1692, 8<(>&<)>10 3136, c<(>&<)>9 896 and c<(>&<)>11 990. Additional information reported the patient was reprogrammed a day later. Electrode 8, which was originally used for therapy, was "turned off" and electrode 9 was activated. The patient had good tremor control with no side effects. Two days later, the patient went to the emergency room for arm and upper chest discomfort and pain. The neurosurgeon was reportedly going to turn the device off and see if this would alleviate pain and discomfort. No outcome was provided with this event. Further follow up is being conducted to obtain this information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va04fbp, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# va04v75, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported that there was a 50% or greater symptom reduction. The cause of the event was determined and was not device related. Reprogramming was needed. The device was turned off and symptoms persisted so the device was turned back on. X-rays were done and there were no problems. The patient had not experienced a loss of therapeutic effect or a loss of stimulation. The patient had recovered without permanent impairment. The patient had mistaken symptoms of right shoulder pain as caused by the deep brain stimulator but found to have shoulder "movement."